Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 400 mg/dl. The other relevant blood glucose level was 200 mg/dl and 187 mg/dl. The customer declined troubleshooting for high blood glucose. The customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 69 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 69 to 70 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not returned for analysis. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Insulin pump and test sensor calibrated successfully. Insulin pump was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the pump without any issues. No sensor glucose vs blood glucose anomalies noted. Insulin pump was monitored with no unexpected suspend. Unexpected suspend [low sensor glucose] not confirmed.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.